Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm during drain 3 of 4 on the homechoice (hc). The home patient (hp) reported he disconnected in dwell cycle and now the hc was alarming. The hp had reconnected and was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm by turning the device off/on. The hp will call nurse and finish with manual bag. Product surveillance contacted the home patient (hp) on (B)(6) 2011. The hp stated he finished therapy with a manual bag. The hp did not notice anything wrong with the cassette. There was no patient injury or medical intervention reported.